Event description:
The patient developed hardness, lumpiness, and blisters at the injections site allegedly two weeks after injection into the eyebrow, vermillion border, lower lip, bridge and midwall of the nose. The patient was treated with hyaluronidase.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.